Event description:
The customer reported an inaccurate weight this machnie. The pt's weight was 87.4 kg pre treatment. The pt's dry weight is recorded as 82 kg. The target weight loss was set to 4.5 kg for this treatment. Post dialysis, the pt's weight was 86.1 kg, only a 1.3 kg loss during the treatment. The machine had indicated that 4.5 kg had been reomved. This leaves 3.2 kg additional fluid on the pt. There was no salins administered during the treatment.